Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately treated with anti-tachycardia pacing (atp) due to t-wave oversensing (twos) from the right ventricular (rv) lead. The physician elected to just monitor the lead. The lead remains in use. No further patient complications have been reported as a result of this event.